Manufacturer narrative:
(B)(4).

Event description:
This lead was capped on (B)(6) 2017 due to intermittent capture at max output. Another lead was attempted with the same issues. Pacemaker was also replaced due to eri from max pacing outputs. No adverse events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.